Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Functional testing involved three separate delivery accuracy tests and found the pump to be within manufacturing specification. One possible but unconfirmed source of the reported issue was fluid ingression that was found on the chassis base of the expulsor, downstream occlusion sensor and upstream occlusion sensor. The expulsor assembly, downstream occlusion sensor and upstream occlusion sensor were replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump had an issue with delivery of medication. Per reporter, no additional information was available. No adverse patient effects were reported.